Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin pump received insulin flow blocked alarm. The customer¿s blood glucose level at time of incident was 400 mg/dl. The customer states that the insulin exited. Customer states the cannula was not bent. The customer also reported that the self test was successful. The customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.